Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, seven unopened samples pertain to the product code vcp486h. In order to evaluate the condition of the returned samples, a visual inspection was performed on the samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no anomalies were observed during the evaluation. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: c-section patient returned to theatre on (B)(6) 2023 with wound dehiscence after c-section was done on (B)(6) 2023. The initial pfannenstiel fascia closure was done with vcp486h. Patient reported discomfort 6 days post c-section and upon visual inspection, wound dehiscence was diagnosed. Patient was taken back to theatre the same day. It was found that the vcp486h suture was intact on both sides where the knots were made but that the suture broke in the middle, leading to wound dehiscence. The abdomen was rinsed out, the vcp486h suture removed, and fascia closure was done with a pds suture. All layers were closed as per protocol. Patient is currently in good health and recovering well.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the procedure date in ecm was reported as (B)(6) 2023, however the event indicates the c-section occurred on (B)(6) 2023 and the re-operation occurring on (B)(6) 2023. Date of c-section? Date the patient experienced wound dehiscence/bleeding and underwent re-operation? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Please describe any medical/surgical intervention required for the wound dehiscence and bleeding including date and findings. Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture breakage post op? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. It was also reported that initial pfannenstiel fascia closure on (B)(6) 2023 was done with suture. Post-op, the patient returned to the operating room on (B)(6) 2023, a week after the caesarean section was done, with wound dehiscence. The patient reported bleeding. When the patient went back to the or, a broken suture was noted. Additional information, including clarification of dates, has been requested.